Manufacturer narrative:
This supplemental report is being submitted to provide additional information. From the device evaluation results, it was confirmed that unsupported scope error e315 occurred due to an error in the output socket. Therefore, the scope communication error b30 may have been caused by the error in the output socket. The instruction manual states precautions regarding excessive force on the output socket, which can prevent the occurrence of the reported event. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to olympus medical systems (B)(4) for evaluation. Evaluation was unable to reproduce the reported phenomenon, the error b30. The error e315 was confirmed when connecting with the gif-hq190 endoscope due to falty s-socket. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic images was not displayed and the scope communication error b30 was displayed on the monitor when used with olympus 190 series endoscopes. There was no report of patient injury associated with the event. The olympus field service engineer checked the device and duplicated the reported phenomenon. However, the device worked properly when used with the olympus 150 and 180 series endoscopes.